Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported, feed takes place during the night for this patient. In the morning, before feeding is completed, the alarm went off and the customer noticed bubbles in the feeding tube.

Manufacturer narrative:
The device history record review could not be performed because a lot number was not provided. No physical samples or photographs were received for evaluation. There was no specific part or lot number linked to this complaint, so the exact product family and code are unknown. However, the complaint description mentions that this complaint was originally reported against the omni enteral feeding pump. A review was conducted in the production area for the kangaroo omni feeding set families. Based on current information, the root cause or source of the reported condition could not be determined. The current process is executed according to the product specifications, and meets the quality acceptance criteria. However, a notification was issued to the enteral feeding production area to raise awareness of the reported complaint. We will continue to monitor reports and take action as applicable.